Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The handle was received without the locking nut. The handle had been closed without the transitional installed, deforming the hole. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2011). General maintenance and cleaning along with replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00281. A facility reported that the gold handle on mayfield ultra base unit (a2101) compresses really easily and doesn't have any resistance to it. When it was used and placed under pressure, the patient's head started drifting down after it was locked. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.